Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative replaced the system disk drive and reseated the printed circuit boards at the workstation. The system was tested and found to be working as intended and put back in service.